Manufacturer narrative:
Correction. D9 - no (device no longer available for return).

Event description:
Palatal distractor was not advancing as expected after problematic osteotomy. Patient was re-osteotomized and distractor was replaced. Replacement device expanded correctly with bone re-osteotomized.